Event description:
It was reported that the 'control pot' on the front case of the external pulse generator (epg) was loose. The caller removed the knob and tightened the nut to the pot. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).